Manufacturer narrative:
Upon inspection, bci field service engineer (fse) determined that the smell was caused by an overheated vacuum pump. Vacuum pump overheated after customer spilled liquid inside centrifuge, which collected inside the vacuum pump. No other indications of burning or heat damage were found during inspection.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell in connection with the j2-mc centrifuge. The fire department was not contacted. There were no reports of injury connected with this event.